Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator device and non boston scientific leads, exhibited high, out of range pacing impedance (greater than 3,000 ohms), along with noise on the most recent atrial tachy response episodes. The noise was determined to be a result of the respiratory rate trend signal being over-sensed. The device was evaluated with isometrics (arm stretching/movements), the impedances remained greater than 3,000 ohms. Technical services (ts) consultant reviewed the available device strips and determined the noise to be respiratory rate trend oversensing on the right atrial channel, resulting in inappropriate atrial tachycardia response episodes.(ts) advised such a condition could be related either to the conductor break or a connection issue in the header, and to monitor the patient closely. Additional information was received that this device continues to exhibit jumpy impedance measurements ( 2,000 ohms to 3,000 ohms). The physician deactivated tachy therapy to avoid inappropriate therapy. The patient will return for a follow up appointment. A (ts) consultant reviewed available device data, and suggested re-abling tachy therapy back on, and monitoring the patient closely through a home monitor. The device remains implanted. No adverse patient effects were reported.